Event description:
The following was reported through a review of the article titled, ¿short-term postoperative results of istent versus istent inject w implantation combined with phacoemulsification¿ from the 126th annual meeting of the jos. It was reported that following cataract plus trabecular microbypass stent procedures, two (2) operative eyes presented on postop day two (2) with elevated intraocular pressure (iop) which resolved with medication within three (3) days. Additionally per report, two (2) other operative eyes presented on postop day ten (10) with elevated iop associated with hyphema and inflammation. The report noted that all cases are progressing well. Any omitted information was not available at the time of report. Please see the attached article for further details. This report references the cases associated with the gts100 device.

Manufacturer narrative:
Additional information: b3: awareness date used as event date. The devices were not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, elevated iop and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema, elevated iop and inflammation are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Reference report 2032546-2024-00033 for the cases associated with the g2-w device.